Manufacturer narrative:
Csi ID: (B)(4). Related manufacturer (orbusneich) regulatory report: 3003775186-2024-00233.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of severely calcified lesions in the circumflex (cfx) artery via femoral approach. The proximal ostial lesion was 70% stenosed and the mid distal lesion was 95% stenosed. The vessel diameter was 3.5mm. Several low-speed treatments were performed. Imaging was checked post atherectomy and the vessel looked fine. A 3.0 x 15mm sapphire ii pro sz balloon was advanced to the lesion and inflated three times. The first inflation was 12 atmospheres (atm) for fifteen seconds. The second inflation was 8 atm for ten seconds. The third inflation was 8 atm for twenty seconds. Following angioplasty, imaging was checked, and a perforation was observed. Covered-stent placement was performed to treat the perforation. A second stent was placed to cover the lesion. The patient was stable. In the opinion of the physician, the event was due to patient's anatomy. The patient was discharged home on (B)(6) 2024 after a planned overnight stay at the hospital unrelated to the reported perforation.